Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "10/06/2015, 7am". The patient reported that he obtained alleged inaccurate erratic blood glucose results of "347 and 38mg/dl" on the subject meter performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposed of determining an inaccuracy. The patient manages his diabetes with insulin pump therapy and stated that on "10/06/2015, 7:00am" that he continued with his usual diabetes management routine "novolog5.90 units" including sliding scale as a result of the alleged inaccuracy. The patient stated that "1 hour" after obtaining the alleged inaccurate readings he developed the symptoms of "blurry vision, hot, weak and chills". The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.